Event description:
On february 4, 2010, a doctor reported that a patient developed severe mouth sores due to irritation from wearing the mara appliance and needed to take antibiotics for infection.

Manufacturer narrative:
Since each appliance is custom made to the request of the prescription there was no product problem. The doctor has requested that a new appliance be fabricated of a different design for the patient's comfort. The product was irritating the patient's cheek, causing severe sores and an infection. The doctor prescribed antibiotics to treat the infection. The patient is doing fine and will be fitted with the new appliance. This is the final report. Device not returned to manufacturer.